Event description:
The hcp reported the pump was explanted due to "not getting good therapy." The pump was returned to the MFR for analysis. It was not replaced. The pt outcome after explant was reported as "ok."